Manufacturer narrative:
Device evaluation: in quarter 2 of 2019, there were 2 instances of keypad/tactile w/moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 13 allegations of a malfunction, 8 pumps were returned to animas and investigated. Of the investigated pumps, 8 were found to be malfunctioning due to moisture in the pump. During investigation for unrelated complaints, there was 1 additional failure found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 13</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a keypad/tactile with moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-71 years of age and between 15 and 230 pounds. Of the reported patients, 2 were male, 11 were female, and 0 were unknown.